Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tube disconnected from the patient due to separation of the tube connector from the actual tube in the patient's throat. The customer reported that patient required reconnection 7 times pushing the connector back into the tube portion of the tube. Finally, the respiratory therapist had to cut the tube and have been the supervisor with more strength to push the connector into the tube portion so it would hold. The patient was extubated.

Manufacturer narrative:
Evaluation summary: one sample was returned for evaluation. Visual examination of the returned sample shows no sign of any defect. The sample was measured from the connect end to the 1st depth mark and found to meet our blueprint specification. The depth of insertion of the connector was also checked and found to meet the blueprint specification. The reported defect could not be detected on the returned sample. All of our uncuffed oral rae products are 100% inspected at the multivac packing machine and it is at this stage in the process that any defects are removed. We would like to draw your attention to our instructions for use (IFU) where it states the following ¿carefully inspect the tube and 15mm connector prior to use. If the 15mm connector is not seated at all or is loose in the package, do not use. After orienting the 15mm connector position, firmly seat it as completely as possible. Verify the security of this connection before intubation. If the connector can be pulled out easily, use a new tracheal tube and repeat the procedure. Use of lubricating jelly to ease connector reinsertion is not recommended as it may contribute to accidental disconnection.¿ information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.